Manufacturer narrative:
After battery installation device gave an unexpected partial display with vertical lines on display due to cracked / broken traces on lcd glass between the lcd controller and the lcd image area. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had white lines on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.